Event description:
It was reported by service report that the head end would not pump up, it was further reported that hydraulic fluid was leaking on the floor. No adverse consequences have been reported.